Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt in hospital and is needing MRI. Caller states pt said the scs stopped working correctly in 2017 (caller unable to clarify further) and then pt had moved a few times and lost her external equipment. Caller reports patient is scheduled for MRI of head to rule out of stroke. Caller reports patient have not used or charged her stimulator since 2017. Caller reports patient have lost her controller. Caller reports patient's ins has been rotated in her body, asked unknown when. Caller reports patient's daughter had spoken to patient's managing physician and was told all of patient's record is no longer available. Implant doesn't turn on and it flipped over. Caller stated they had the implant put in texas and now they live in california. Caller stated the patient is needing an MRI and the MRI facility is looking to speak with someone about the situation. Caller do not know who the managing physician. Caller reports patient had MRI scan done in 2021 at a different MRI center, caller reports that MRI center indicated patient can have MRI scan of her head. Reviewed MRI guideline. Reviewed MRI eligibility report.